Event description:
It was reported the multifocal intraocular lens was removed and replaced 4 months after implant without complication or injury to the patient. Patient was not happy with their vision after surgery and requested to have their lens removed.

Manufacturer narrative:
A manufacturing record review was performed and met specifications. The lens was received with a damaged optic not related to the manufacturing process. Lens met all manufacturing specifications prior to release. Visual inspection of the cracked optic took place and no other optical deviations could be found. A review of complaint records revealed that no similar complaints from this order number were received. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. A product deficiency was not identified. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.